Event description:
Patient reported they have active periodontal disease. They provided a letter of recommendation from their dentist. In the letter the dentist states requesting patient records for the patient. Patient was seen in office for comprehensive dental care. Patient is currently receiving periodontal therapy with the office hygienist and expressed a desire to continue their invisalign treatment with the dentist. This is a contraindicated patient.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.